Event description:
While performing a transurethral resection of the prostate, the inner green sheath broke. Irrigation and probing were required to retrieve the broken pieces. Per operating room, this had occurred a few time, therefore we decided to report the event. FDA safety report ID# (B)(4).